Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter). A lead integrity alert was triggered and impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant medical products: 1571, lead, implanted date: unknown. (B)(4).

Event description:
It was reported that the patient had a ventricular tachycardia (vt)/ventricular fibrillation (vf) below detection. Upon interrogation a lead alert had tripped for high impedance on the right ventricular lead. The patient was externally defibrillated. The lead was reprogrammed, defibrillation testing was done and the device functioned as programmed. The lead remains in use. No further patient complications have been reported as a result of this event.